Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the tip of the syringe broke off when tightening the syringe to a stopcock. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel luer tip is broken off. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if excess torque is used when connecting the syringe. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material#: 309653; batch number#: unknown. It was reported by customer that rn was administering a fluid bolus with the push/pull fluid device and 3-way stopcock attached to the patient. Using the 50 ml syringe attached to the stopcock, rn noticed fluid leaking. Rn attempted to tighten the syringe to the stopcock and the tip of the syringe broke off. Rn discarded the push-pull set up and given to clin lead verbatim#: rn was administering a fluid bolus with the push/pull fluid device and 3-way stopcock attached to the patient. Using the 50 ml syringe attached to the stopcock, rn noticed fluid leaking. Rn attempted to tighten the syringe to the stopcock and the tip of the syringe broke off. Rn discarded the push-pull set up and given to clin lead.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 309653 batch number#: unknown it was reported by customer that rn was administering a fluid bolus with the push/pull fluid device and 3-way stopcock attached to the patient. Using the 50 ml syringe attached to the stopcock, rn noticed fluid leaking. Rn attempted to tighten the syringe to the stopcock and the tip of the syringe broke off. Rn discarded the push-pull set up and given to clin lead. No patient harm or delay in treatment was reported by the end user in this event.